Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient stated they went to the doctor to check their infection to make sure everything was ok because they developed an infection after the surgery. Patient stated the doctor told them the infection was fine and healed, but now they are in such pain since 3 days ago. Patient said it's like a burning, stabbing pain if they try to sit down or walk on one side. Patient mentioned they can't even touch it because it hurts so bad. Agent asked if patient was having pain at the implant site and patient stated only if they touch where the stimulator is. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they already called their doctor's office and they redirected them to call. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and lowered stimulation intensity to a co mfortable level. Patient said they experienced pain relief as soon as they turned it down and it might have been set to high. They will maintain stimulation level and will continue to track symptoms. Redirected to hcp if issue persists. Additional information was received from the patient on (B)(6) 2024. Patient called back and requested a call from their rep. Agent e-mailed rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that "the implanted device was [illegible] for infection." They noted the infection began on (B)(6) 2024 and that the implant was removed and antibiotics were given on (B)(6) 2024. The hcp noted that the issue has been resolved. The hcp noted the pain patient experienced was from the infection. The steps taken were noted as being "continued diligence to [illegible]." The issue was reported as being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they had their implanted neurostimulators taken out a week ago because it was infected and had a staph infection. The patient was redirected to their healthcare provider to further address the issue.